Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, previous investigations, and our knowledge of the product. Result: the customer reported that the rd900 neopuff infant resuscitator was displaying a low pressure at a set flow. Conclusion: without the complaint device we are unable to determine the cause of the reported event. It should be noted that the device is over seventeen years old. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in (B)(6) reported that a rd900 neopuff infant resuscitator was displaying a low pressure at a set flow. There was no patient involvement.